Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-03333 it was reported the patient's scs system was unable to deliver the desired strength as it was auto-reducing. Diagnostics indicated impedance issues with one lead and reprogramming was initially able to provide effective therapy. However, surgical intervention was later performed wherein one lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy. It is unknown which lead exhibited the impedance issue, therefore both leads are being reported.